Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of (B)(4) - fluid leak for the period of oct 2020 through sep 2022 related to date opened indicates that 1 point is above the upper control limit. However, an analysis was performed to review the involved complaints with manufacturing date and no complaints were found over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device was explanted.